Manufacturer narrative:
(B)(4). The reported lot number sr15g08027 was manufactured on (B)(6) 2015 while lot number sr15j26032 was manufactured on (B)(6) 2015. Batch reviews were conducted and there were no deviations found related to this reported condition during the manufacture of the potential lots. Visual inspection revealed that the sample has a cut across the tubing between 17 and 23 inches below the drip chamber, horizontal to the tubing. Functional testing was performed and revealed that the sample leaked from the tubing in the identified location. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot number was either sr15g08027 or sr15j26032.the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set with duo-vent spike leaked. This occurred towards the end of a patient infusion of a non-baxter drug using a baxter flo-gard pump. The leak site was described as a slit in the tubing, where the tubing feeds into the pump. There was no patient injury or medical intervention associated with this event. No additional information is available.